Event description:
A distributor in japan reported on behalf of a healthcare facility that an mr290v vented autofeed humidification chamber provided with an rt226 infant ventilator circuit was found leaking water due to a hole in the base of the chamber. There were no reported patient consequences.

Manufacturer narrative:
(B)(4). Section d4: device details including lot#, UDI and dom were not provided by the healthcare facility thus this field is left blank. Method: the subject mr290v humidification chamber provided with an rt226 infant ventilator circuit was returned to fisher & paykel (f&p) healthcare new zealand for investigation where it was visually inspected. Our investigation is thus based on the evaluation of the subject device, the information provided by the customer and our knowledge of the product. Results: a visual inspection of the mr290v humidification chamber identified white residue on the outer surface of the chamber base and within the right chamber port. A hole with rough, eroded edges was present on the chamber base, indicating material degradation. Subsequent chemical analysis of the internal base plate confirmed the presence of chlorine and associated sodium content. Conclusion: f&p healthcare's investigation concluded that the introduction of sodium chloride into the mr290v humidification chamber led to corrosion of the aluminium baseplate. This corrosion ultimately resulted in the reported water leakage. Every mr290v vented autofeed humidification chamber is pressure tested following the manufacturing process and any holes, cracks, or leaks would be identified during this process. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails these tests is rejected. The subject mr290v vented autofeed humidification chamber would have met the required specifications at the time of production. The user instructions that accompany the rt226 infant ventilator circuit state the following: use usp sterile water for inhalation or equivalent for humidification. Do not add other substances to the water. Do not use the chamber if the seals are not intact when received, or if it has been dropped. Ensure there is a water supply connected to the chamber and that water is present within the chamber. Appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times.

Manufacturer narrative:
(B)(4). Fisher and paykel (f&p) healthcare are currently in the process of obtaining further information regarding the reported event. We have also requested the return of the subject mr290v vented autofeed humidification chamber as part of the rt226 infant ventilator circuit to f&p healthcare new zealand for investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in japan reported on behalf of a healthcare facility that an mr290v vented autofeed humidification chamber provided with an rt226 infant ventilator circuit was found leaking water due to a hole in the base of the chamber. There were no reported patient consequences.